Event description:
It was reported that during a scheduled retrieval of a vena cava filter 2 months after it was implanted, it was found the filter had migrated caudally from l2 to l3, was tilted to the right (to what degree, unknown) and it appeared as if some of the components were outside the cava wall. An attempt was made to remove the filter with the retrieval cone, and by using a snare to move it, but all attempts were unsuccessful and the filter remains in the pt at this time. The filter was implanted prior to the pt undergoing surgical removal of an adenomyoma of the uterus that was pressing against the iliac vein. The filter was implanted infrarenal with the top of the filter at the superior endplate of l2. There was no documentation of the diameter of the vena cava. It was reported that the filter was straight and all components were fully deployed when it was implanted. Venacavagram showed no clot in filter. The pt is asymptomatic and there are no plans for another attempt to remove the filter at this time.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for eval. Based on the info received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instruction for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall.